Manufacturer narrative:
D10 has been corrected form 'no' to 'return'. H3 has been corrected from 'no" to 'yes'. Visual inspection: visual inspection confirmed fractured screw at threading/main body. Fractured tip was not returned as it remains implanted in the patient. Device and complaint history records were reviewed, no relevant manufacturing issues or no similar complaints were identified. From es2 surgical technique: per final tightening of the construct, turn the handle of the torque wrench clockwise to align the two arrows on the torque wrench to achieve the 12nm of torque required to secure the implant construct. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Inspection of the screw revealed a large dent on screw shank head indicating over tightening of blocker during initial surgery. Based on inspection of returned part, most likely cause of reported event is blocker over tightening.

Event description:
A physician reported revision surgery to explant a migrated tritanium pl cage and a fractured es2 integrated blade screw. The patient reported experiencing pain. This report captures the es2 integrated blade screw.

Event description:
A physician reported revision surgery to explant a migrated tritanium pl cage and a fractured es2 integrated blade screw. The patient reported experiencing pain. This report captures the es2 integrated blade screw.